Manufacturer narrative:
(B)(4). Cine images of the case were returned and reviewed by an abbott vascular specialist. The conclusion of the review was that heavy calcification existed within both legs from the proximal sfa to the foot. Targeted hunters canal is totally occluded and heavily calcified with poor runoff. From post stent images, it appears that vessel preparation was unable to achieve the instructions for use (IFU) recommended rvd for the stent diameter. The stented vessel is reduced in diameter from proximal/distal areas of the vessel. There still remains a significant area of calcification along the vessel wall. It is likely that the stent elongated significantly during the procedure due to the reduced vessel diameter of the target lesion. The reported restenosis occurred in the stent lesion areas of reduced vessel diameter due to calcification and likely lengthened stent. Review of the cine images noted possible elongation due to the reduced vessel diameter of the target lesion; however, this was possibly the result of the significant area of calcification still remaining along the vessel wall. The reported restenosis may have occurred in the stent lesion areas of reduced vessel diameter due to calcification and possible lengthened stent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a heavily calcified, moderately tortuous, 100% total occlusion of the proximal superficial femoral artery (sfa) at the hunter level. The patient presented with pain at rest, and poor distal runoff with a reference vessel diameter of 5.2mm. Vessel preparation before the delivery of the supera was performed as follows: 1. Pre-dilatation with 3x100 pta balloon. 2. Pre-dilatation with 6x100 pta balloon 3. Pre-dilatation with a high pressure balloon. The supera 5x200 was implanted under the supervision of the specialist after theoretical review of the supera delivery system. Post-dilatation was performed in the most calcified portions. The final result was accepted as good by the physician and the specialist. On (B)(6) 2014 the patient was rehospitalized and instrastent thrombosis was observed. Additionally, restenosis was observed in the most calcified portions of the stent. Surgical intervention was planned for (B)(6) 2014; however, due to poor distal runoff, revascularization could not be performed and the leg had to be amputated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects thrombosis and restenosis of the treated vessel are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.